Event description:
Vendor is performing an upgrade to their software and services, however it still only supports tls1.0. Their plan to go to tls1.2 or newer is 1 1/2 to 2 years out. Tls 1.0 is a deprecated version since 2018 and they have no plan to correct in the near future. This is the response from the vendor: tls 1.0 is limited to specific functionality between the server and database. All applicable traffic is internal to advocate health. Any/all data connections leaving advocate supports tls 1.2+. There is active development underway though patch release is not imminent (1.5 to 2 years) a major upgrade/revision/rewrite of the product is also underway with cybersecurity in mind from beginning. (Also 2 years) even with the tls 1.0 being internal, if a threat actor was already on our network they could access this data. Their interim solution and compensating control could be installed. They support an add-on tls wrapper to create virtual nic cards that tunnel the traffic. This is temporary and cannot be in place for 1 1/2 to 2 years. We need a long-term plan of remediation.